Event description:
A medical doctor reported a case of stage one diffuse lamellar keratitis, observed on a pt's right eye five days post photo refractive keratectomy re-treatment. Reporter indicated pt was placed on increased topical steroid eyedrops. Pt noted dry eye. Upon additional follow up, reporter indicated the pt issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).